Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician had issues repositioning the right ventricular (rv) lead. The physician struggled to get the screw of the lead to extend and retract. A few rotations were attempted and the physician was eventually able to get the screw back in. It was also noted that the lead exhibited high impedance. The lead was removed and a new rv lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead became extrinsically fractured due to over-rotation, the distal conductor of t he lead was extrinsically over-rotated, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.